Event description:
Since using my phillips dreamstation I have had worsening asthma symptoms, a odd dry cough, shortness of breath, chest tightness and migraine / cluster headaches. Some of the headaches have requires ER visits. I have been using this device for years and have noticed a general decline in my overall health. My dreamstation was replaced with the same model about 6 months ago and I believe my symptoms have gotten much worse with the new unit. I kept finding small black particles in the water chamber of the old unit. Whether the problems I am experiencing are just from the old unit or from both since the new one is exactly the same I can't be sure. However, I have experienced less severe headaches since discontinuing use of the dreamstation. FDA safety report ID # (B)(4).